Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Updated fields: h2, h3, h6 & h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: all channels, cfu: <160 cfu, bacterial identification: staphylococcus capitis, staphylococcus pasteuri. Sampling date: (B)(6) 2026, sampling from: all channels, cfu: <2 cfu, bacterial identification: staphylococcus warneri. Sampling date: (B)(6) 2026, sampling from: all channels, cfu: <4 cfu, bacterial identification: bacillus. Sampling date: (B)(6) 2026, sampling from: all channels, cfu: <38 cfu, bacterial identification: bacillus. Sampling date: (B)(6) 2026, sampling from: all channels, cfu: <1 cfu, bacterial identification: n/a. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide lens had corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.